Manufacturer narrative:
Additional/updated information was added to reflect the right crossbrace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld/tubing was broken at the seat rail. An expanded evaluation was performed. The expanded evaluation report confirmed that the crossbrace was fractured near where the seat rail and crossbrace tubing are welded. However, the underlying cause could not be determined.

Event description:
The dealer stated the right hand crossbrace is broke. The dealer stated it is on or exceedingly close to the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the right hand crossbrace is broke. The dealer stated it is on or exceedingly close to the weld.